Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("left coil had migrated out of the tube and embedded in her uterus/migration of essure device/malposition of essure device location of device: inside uterus/wall"), device expulsion ("left coil had migrated out of the tube and embedded in her uterus") and device breakage ("part of the device") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included alprazolam (xanax) and paracetamol (tylenol). In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), pelvic pain ("chronic pelvic pain"), the first episode of urinary tract infection ("frequent urinary tract infections"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cystitis ("infection (bladder)"), the second episode of urinary tract infection ("infection urinary tract"), vaginal infection ("vaginal infection"), panic attack ("panic attack"), anxiety ("anxiety"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), urethral disorder ("urethra diverticulum"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), back pain ("back pain"), abdominal pain ("abdominal pain"), bladder disorder ("bladder problem") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (surgical removal of part of the device in (B)(6) 2017), surgery (surgical removal of part of the device in (B)(6) 2017) and surgery (on (B)(6) 2017 complete removal of the device). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, device breakage, menorrhagia, vaginal haemorrhage, cystitis, the last episode of urinary tract infection, vaginal infection, panic attack, anxiety, nausea, dysmenorrhoea, urethral disorder, dyspareunia, vaginal discharge, fatigue, alopecia, bladder disorder and urinary tract disorder outcome was unknown and the pelvic pain, back pain and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, cystitis, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, menorrhagia, nausea, panic attack, pelvic pain, urethral disorder, urinary tract disorder, vaginal discharge, vaginal haemorrhage, vaginal infection, the first episode of urinary tract infection and the second episode of urinary tract infection to be related to essure. The reporter commented: or about (B)(6) 2017, she underwent surgical removal of part of the device. On or about (B)(6) 2017, she underwent complete removal of the device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure was in place and everything was okay. Most recent follow-up information incorporated above includes: on 13-jun-2018: pfs received: reporter information, lab data, product information, concomitant drugs and events: abnormal bleeding (vaginal), infection (bladder), infection urinary tract, vaginal infection, vaginal infection, panic attack, anxiety, nausea, dysmenorrhea (cramping), urethra diverticulum, dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, hair loss, back pain, abdominal pain, bladder or urinary problems or changes, bladder or urinary problems or changes were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ("left coil had migrated out of the tube and embedded in her uterus"), device expulsion ("left coil had migrated out of the tube and embedded in her uterus") and device breakage ("part of the device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during menstruation"), pelvic pain ("chronic pelvic pain") and urinary tract infection ("frequent urinary tract infections"). The patient was treated with surgery (surgical removal of part of the device in (B)(6) 2017 and on (B)(6) 2017 complete removal of the device). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, device expulsion, device breakage, menorrhagia, pelvic pain and urinary tract infection outcome was unknown. The reporter considered device breakage, device expulsion, embedded device, menorrhagia, pelvic pain and urinary tract infection to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.